Event description:
It was confirmed via computed tomography (CT) that the cardiomems sensor migrated from the pulmonary artery to the right ventricle. A right heart catheterization was performed to move the sensor back to the lower branch of the pulmonary artery. The sensor was not recalibrated, and the physician was satisfied with the pressures.